Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
During a procedure, the tip of the impactor fractured. No pieces fell into the patient and another impactor was available to complete the procedure without delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use over a potential field service lifetime of 1.5 years. The inserter screw was fractured inside the front gear housing. Fracture and material analysis we conducted and device was within tolerances. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: report source - (B)(6).